Event description:
The customer reported that during the generator's autobipolar test, the unit continued to show activation while one of the leads was removed from the test box.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 12/22/2014; date of follow-up report : 02/26/2015. The investigation did not identify anything that would have caused or contributed to the reported event.